Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the lead was bent at the distal end coming out of the package during implant. The lead was never implanted. Nothing led to the event and the lead came out of the package being bent. No diagnostics or troubleshooting was done. A new lead was used and the issue was resolved.

Manufacturer narrative:
Analysis of the lead found the distal end of the lead was bent, new out of the box. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.